Manufacturer narrative:
Arjo became aware of the event involving the enterprise 5000x bed equipped with the indigo module (intuitive drive assist). Based on the collected information, the bed with the indigo moved forward by itself after it was activated by the customer staff. Additionally, the bed was pulling to one site and not responding to the staff inputs. It is unknown how the bed was stopped. No patient was involved. No injury was claimed. The customer facility was visited by the arjo service technician. The indigo was calibrated and the functional test was conducted. No unintended movement, no acceleration was observed during the test. The technician established only that the directional issue (pulling to one site) was caused by the faulty right foot end castor (it did not roll as intended). The manufacture investigation has revealed that cause of the uncontrolled movement of the indigo module is multi-factorial however the main factor is an insufficient design solution for the indigo printed circuit board (pcb) located inside the indigo module. The product instruction for use (IFU 416260-en rev. C) contains all crucial information and warnings which should be followed to ensure patient safety: ¿when operating indigo, maintain contact with the bed at all times¿; according to design, to deactivate indigo, brakes need to be applied. Moreover, after using indigo, brakes shall be applied; each indigo module incorporates an emergency stop switch that can be activated to stop bed motion at any time. The switch is located at both, the head and foot ends of the bed. When the emergency stop switch is activated (pushed down), an electric brake is applied to reduce momentum and slow the bed down until stopped. Based on the information collected, it seems most likely that the device unintended movement was caused by the indigo pcba failure. Arjo device failed to meet its performance specification since the indigo worked incorrectly. The bed was not in use with the patient at that time. No injury was reported. The complaint was assessed as reportable to the allegation about the unintended movement of the indigo module (the device moved forward itself).

Event description:
Arjo became aware of the event involving the enterprise 5000x bed equipped with the indigo module (intuitive drive assist). Based on the collected information, the bed with the indigo moved forward by itself after it was activated by the customer staff. The bed was pulling to one site and not responding to the staff inputs. It is unknown how the bed was stopped. No patient was involved. No injury was claimed.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.